Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5077513 additional suspect medical device component involved in the event: product family: scs-ipg-r upn: m365sc11600 model: sc-1160 serial: (B)(6) batch: 342467.

Event description:
It was reported that both of patient's leads had multiple impedances and one lead had migrated. In turn, the patient had inadequate pain relief despite reprogramming. The patient underwent an explant procedure and the explant device components were not returned.